Manufacturer narrative:
The cause of the event could not be determined. The customer did not report any other issues after the service.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) stopped the module's operation and performed an air purge and multiple ion-selective electrode checks. The patient sample was again rerun, with the following results: the k result was 4.93 mmol/l and the na result was 132.6 mmol/l. The fse inspected the sample probe and did not find any issues. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode and k electrode results from patient samples tested on the cobas 8000 cobas ise module. The initial k result was 5.82 mmol/l. The repeat result was 4.97 mmol/l. The initial na result was 156.1 mmol/l. The repeat result was 133.7 mmol/l. The initial results were not reported outside the laboratory, as they did not match the patient's clinical diagnosis.